Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) 'had not worked for over a year.' It was further noted that the patient required an MRI on her foot and the hcp planned to remove the patient's leads and discussed removing the 'entire system including leads/extensions' because of this. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: 2007, product type programmer, patient. (B)(4).